Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 22 years post initial left tka, the 68 y/o male patient was seen by the doctor for instability and patient was revised to a size 3 constrained femur. With distal size 5 augments and a posterior medial augment size 5. With an 18 x 1 20 and a feral cone. Tibial side was a 3/3 with a 3/10 mm medial augment. With an 18 x 80 stem and a tibial cone. 38 patella and a size 3/15 mm liner constraint. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to hospital kept the devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis wear over the course of over 21 years of implantation. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. However, product information was not provided to confirm if the insert was recalled. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. However, the reported instability and the contributing factors or the sequence of events could not be confirmed from the provided information. Potential contributions of manufacturing and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.